Manufacturer narrative:
The device was not returned for evaluation. Per the device history review, it was confirmed that the complaint was related to the manufacturing. There is a potential of a 5cc product (0165sij18 - bardex 2 way male 5cc 18fr, silver lubricious coated catheter) was incorrectly packaged into packaging lot mycz1179, 30cc product 0166sij18 (bardex 2 way male 30cc 18fr, silver lubricious coated catheter).this details for this issue was been documented. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver-containing catheter".

Event description:
It was reported that the product 0165sij18 was packed in the sterile package for product 0166sij18. The original sample could not be returned as the product was used on a patient. Per additional information from the ibc via email on 15oct2019, both the packages inside the sterile package and the outer box were for product catalog number 0166sij18.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the product 0165sij18 was packed in the sterile package for product 0166sij18. The original sample could not be returned as the product was used on a patient. Per additional information from the ibc via email on (B)(6) 2019, both the packages inside the sterile package and the outer box were for product catalog number 0166sij18.